Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. It was reported that hcp both wires were plugged in intellis. 0-7 lead wire would not connect. 8-15 connected fine. Pt. Only has good impedances 8-15. Pt has bad impedances 0-7. Rep programmed pt on 8-15. The issue was resolved.